Event description:
Additional information: the drug was baclofen (lioresal).

Event description:
It was reported that a patient with an implantable pump had an infection in the pocket, and increased spasms. The pump had some trouble being read by the patient programmer directly before the infection was discovered. This was possibly from electromagnetic interference during the pre-operative preparations. The estimated replacement indicator was at 3 months. The patient reported having increased spasms that began the day of the scheduled pump replacement. The pocket was opened and there was pus. A gram stain tested positive. Both the pump and the catheter were removed. The patient recovered without sequela from the operating room. The drug used in the pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump and catheter returned for analysis. Complaint was normal battery depletion and infection. Analysis of the pump found a pump head deformed pump tube. Pump logs did show a motor stall recovery indicator. This indicator suggests that in the pump's lifetime there was a motor stall and then a recovery. Pump had inconsistent dispense testing at the 300 ul/day rate, see graphing. A re-test was performed at the same 300 ul/day rate for a longer period of time. This re-test, called 3 rev at 15hrs did pass. Upon destructive analysis, moisture and residue were seen throughout the inside of the pump. The pump tube leak test passed. The inconsistent dispense is believed to have been caused by the condition of the pump tube. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Destructive analysis of the pump tube was not performed to preserve the integrity of the component should additional testing be required. Analysis of the catheter found a user related hole in the catheter body; a user related procedural non-conformance. The entire catheter was returned in four segments. Two micro-holes found in segment three, at the 19cm and 21 cm from the proximal end. There appears to be a "v" pattern at the 19 cm point. The other hole around the 21 cm actually goes through to the other side of the catheter. This v shaped pattern is believed to close to what resembles a needle stick. Supplemental submitted to report analysis findings, correct conclusion codes and patient and device codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician product ID (B)(6), serial # (B)(4), product type catheter.